Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed before implantation. The injector and lens were withdrawn from the patient's eye and the procedure was completed during the original surgery session using back-up product. There was no harm or injury to the patient as a result of the event. The additional information received identifies that there was resistance during injection. The rayone IFU "use of rayone" section "fig 7" includes the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device associated with the event has not been returned to rayner. Our review of production records for the rayone spheric rao100c batch 024235114 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. While it is not possible to definitively assess root cause in this case, continued injection at the point resistance was experienced, which is a deviation from the IFU.

Event description:
On 21st june 2024, rayner received notification from its distirbutor in (B)(4) of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed before implantation of the lens.